Manufacturer narrative:
The device was not returned for evaluation.

Event description:
During the procedure, the distal tip pad detached from the scalpel and was found in patient surgical site. The pad was retrieved from the patient.